Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing difficulty with her transmitter communicating with her receiver due to weight gain. As a result, the patient will undergo surgical intervention on a later date. Further information related to the patient's concomitant medical devices is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs receiver was explanted and replaced with an scs ipg. Surgical intervention resolved the patient's issue.